Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a cardioversion procedure. Interrogation of the device post cardioversion noted the device was in safety mode with pacing set to vvi at a rate of 72 paces per minute. An invasive procedure was performed. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of stored device memory noted the presence of several power on reset messages beginning approximately two weeks prior to the cardioversion procedure, resulting in the device entering safety mode. Device memory was corrected and pacing was turned back on and the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device case was opened and noted no anomalies. The root cause of the reported clinical observations was unable to be determined.